Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of drip chamber separation could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the material and lot number are unknown. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h10.

Event description:
It was reported that the unspecified bd infusion set experienced component separation. The following information was provided by the initial reporter: tubing disconnected from drip chamber during patient's procedure. 1. Was there any harm or injury to the patient, health care provider, or any other person? No. 2. Was there a delay of or change in the course of treatment due to the event? Please provide any available details. Yes, or team had to shift attention from patient to address tubing failure. 3. If not answered in question #2, what was the medication administered to the patient? Unknown.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd infusion set experienced component separation. The following information was provided by the initial reporter: tubing disconnected from drip chamber during patient's procedure. Was there any harm or injury to the patient, health care provider, or any other person? No. Was there a delay of or change in the course of treatment due to the event? Please provide any available details. Yes, or team had to shift attention from patient to address tubing failure. If not answered in question #2, what was the medication administered to the patient? Unknown.